Event description:
It was reported that part of the tubing was too long and did not fit into the pump. Multiple attempts were required which resulted in delaying the blood transfusion by about 10 minutes given that this was a trauma situation for the patient. As the result of the event, there was no patient harm adverse event reported, and no medical intervention required.

Manufacturer narrative:
The affected device was returned for evaluation. According with the manufacturing procedure, the sample returned was within specification. According with the drawing specification, the sample returned was within specification. Functional test: the sample returned was installed in the disposable set for h-1200 level 1, sample was fixed. Conclusion: the sample returned passed the functional test but according with the description of the complaint, the failure mode reported was confirmed. H4. Device mfg date: the reported lot# 4461479 was not found for the reported catalog# di-50 in the system; therefore, the manufacturing date could not be confirmed.